Manufacturer narrative:
(B)(4). The customer reported a failed operational check. The customer verified that the cable failed on several different monitors on different days. The cable was replaced to resolve the issue. The cable was not available for eval. There was no reported pt involvement. We will consider this a malfunction of the pads cable which could prevent the delivery of therapy.

Event description:
The customer reported a failed operational check. The customer verified that the cable failed on several different monitors on different days.